Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.

Event description:
It was reported that the patient's device had early battery depletion. The device had been programmed to high output necessitated by the patient's physiological needs. The device was removed and replaced. No patient complications have been reported as a result of this event.